Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI: (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further actions are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical devices: ep-103252, exceed abt e1 flng cup 32x52mm, 3837704; 00801802802, femoral head, 63146590; unknown, unknown liner, unknown . Events occurred in the (B)(6). The information provided on this form was previously submitted under manufacturing report number 0001822565-2017-06638. Product location unknown.

Event description:
It was reported patient had a revision procedure four days post-implantation due to a bone fracture. Attempts to obtain additional information have been made; however, no more is available. No additional patient consequences were reported.